Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. Reportedly the customer was using fiasp insulin. Tandem clinical support informed customer that fiasp is off label per the user guide. The customer resolved the occlusion by changing the infusion set and cartridge before resuming insulin.